Event description:
A pt, implanted with plate and screws on an unk date, was returned to the operating room on (B)(6) 2012 for removal of hardware due to nonunion and screw breakage. Pt was revised to new hardware. This report is #1 of 6 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed w/o a lot number.